Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain in her left arm after a lead replacement surgery on (B)(6) 2015. The patient had post-op stimulation coverage, albeit not optimal. Reprogramming was unable to resolve the issue. X-rays confirmed the lead had migrated out of the epidural space. The physician indicated the pain was caused by the migrated lead lying on a nerve. The physician treated the patient with a medrol pack for the pain. The patient underwent surgical intervention on (B)(6) 2015, where the lead was repositioned and new extensions were added. The pain resolved when the lead was positioned back to its original location. Patient has good coverage in her pain areas.